Event description:
Fixture loosening has been evaluated clinically and confirmed with radiography. The reason for loosening was confirmed as deep infection. Pain as clinical sign was reported prior the extraction. The fixture extraction surgery was performed on (B)(6) 2022 and went according to plan.

Manufacturer narrative:
No deviation found in the production and sterilization records.